Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump over infused and exhibited a no disposable alarm. And the end user experienced vomiting which is out of the normal. It was reported the infusion was set for 46 hours to be completed at 1:30 pm, residual volume 110 and rate 2.4 ml, the settings were no longer available to check as the pump defaulted to the original settings. Per reporter upon checking the cassette was empty and should have had 13 ml remaining. It was reported the patient experienced vomiting, which is out of the norm, and assessment showed the patients vitals were stable. No additional information is available at this time.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact. Housing intact. Upon inspection, customer problem was not duplicated. However delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring trimmed to bring the pump's delivery into more nominal range. No issues were found with ""no disposable"" alarm. The upstream sensor will be recalibrated as a preventive measure.